Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was implanted too high in the annulus, resulting in moderate-severe paravalvular leak (pvl). A second valve was implanted successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Paravalvular leak (pvl) can be caused by a variety of factors, including valve positioning, patient anatomy, or the presence of pre-existing patient conditions. In this case, the pvl most likely was due to the sub-optimal position of the valve, as it was reported the valve was implanted too high. A conclusive cause could not be determined from the limited information available. For the optimal placement of the bioprosthesis, per the corevalve instructions for use (IFU), the bioprosthesis should be placed so that the skirt is within the aortic annulus (approximately 4 mm to 6 mm below the annulus). From the limited information provided, the implant depth of this valve cannot be determined. Inaccurate delivery/positioning difficulty is often influenced by patient anatomy and user technique, and a root cause of the high implant depth could not be determined from the limited available information.

Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.